Event description:
A report received from (B)(6) stated that the device was "frozen". It is unknown if the device was being used during surgery. It is unknown if pt or user injury was reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).